Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece removed from the patient during the same procedure? Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? What is the most current patient health status and condition? Events reported via: 2210968-2022-01815, 2210968-2022-01816, 2210968-2022-01817, 2210968-2022-01818, 2210968-2022-01826, 2210968-2022-01819, 2210968-2022-01820, 2210968-2022-01821, 2210968-2022-01822, 2210968-2022-01823, and 2210968-2022-01825.

Event description:
It was reported that a patient underwent a spine procedure on (B)(6) "222" and suture was used. During the procedure, multiple strands of suture the needle popped off prematurely. Needle would barely make it through the tissue before the needle would pop off. Multiple like devices were used to complete the procedure as the premature pop off continued to happen throughout the case. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/18/2022. H6 component code: g07002 no device return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via: 2210968-2022-01815, 2210968-2022-01816, 2210968-2022-01817, 2210968-2022-01818, 2210968-2022-01826, 2210968-2022-01819, 2210968-2022-01820, 2210968-2022-01821, 2210968-2022-01822, 2210968-2022-01823, and 2210968-2022-01825.